Event description:
It was reported that the sensor experienced a needle anomaly. The caller stated that the needle would not come out of the user. The caller stated that the little plastic needle twisted and had to be tugged to come out. The caller stated that the little plastic part stuck and the needle retracted. The caller did not know the blood glucose reading.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.